Manufacturer narrative:
The investigation was completed on 02-jul-2025. It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto 3 system. When they introduced the decanav coronary sinus (cs) catheter in the right atrium in the cs and use for gating. After 3 ablation passes, they were unable to determine the petition of the catheter and brought the pentaray® to check the map and noticed there was a major map shift. They remapped with the pentaray® to reset again. The case continued, but the issue happened 4-6 times during the case. They did not get a "learn new" message during these events, and they remapped every time to continued. After being done on the left side, they moved back to the right side, and after checking with the pentaray® map the map on the right side matched the original map. An investigation was initiated by the manufacturer to investigate the issue, it was found that the user worked with very high metal levels, (reflected in many metal warnings) on the back patch and catheters. The metal level was changing at the mapped chamber, so fam cpm and anatomical points were taken with different metal levels. This causes in-consistency of the anatomical mapping and hence leads to map shift. The root cause of the reported map shift issue was defined as user error. The system behaved as expected. The history of customer complaints reported during the last year and associated with carto system # (B)(6) was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto 3 system and there was a map shift with no error message, no patient movement and no cardioversion. When they introduced the decanav coronary sinus (cs) catheter in the right atrium in the cs and use for gating. After 3 ablation passes, they were unable to determine the petition of the catheter and brought the pentaray® to check the map and noticed there was a major map shift. They remapped with the pentaray® to reset again. The case continued, but the issue happened 4-6 times during the case. They did not get a "learn new" message during these events, and they remapped every time to continued. After being done on the left side, they moved back to the right side, and after checking with the pentaray® map the map on the right side matched the original map. The caller could not confirm if the issue was with the catheter or the system. They initially thought it was the respiration of the patient but was not confirmed and was thought of not being a problem after confirmation of the right side not moving. No patient consequence reported. Additional information was received on 03-may-2025. The approximate difference before and after the shift would probably be around 10mm but the shift seemed to be not only from up and down but rotational also. There was no cardioversion prior the shift and the patient did not move from what the physician told the caller. This map shift issue was originally considered non-reportable, however, bwi became aware on 03-may-2025 that the map shift issue was with no error message, no patient movement and no cardioversion and have reassessed the event as reportable. The awareness date for this record is 03-may-2025.

Manufacturer narrative:
The manufacturer date was provided on 28-may-2025. Therefore, processed h4. Device manufacture date and the d4. Primary UDI number fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).